Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that towards the end of a laparoscopically assisted vaginal hysterectomy (lavh) procedure, two cutting forceps devices activated on its own. The procedure was completed using a non-olympus (wolfe) bipolar forceps. No excessive bleeding occurred. There was no patient injury reported. In addition, after the intended procedure was completed, the user facility opened a third cutting forceps from the same lot number to see if it would self activate. The third cutting forceps device also self activated. This is 2 of 3 reports.